Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow. No p-wave sensing was observed and the patient was experiencing phrenic nerve stimulation with atrial pacing. Atrial lead impedance was increased. A chest x-ray was performed and the atrial lead found to be dislodged. The atrial lead was successfully repositioned. Patient is doing well and will be monitored with routine follow up.